Event description:
A customer reported ¿sample diluting solution shortage flag (sds shortage)¿ on the aia-2000 analyzer. All sds solutions for multiple assays onboard the aia-2000 analyzer are not being read by the scanner and are not populating in the inventory. A technical support specialist (tss) instructed the customer to restart the analyzer, but error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. The customer stated when they put the pretreatments in the analyzer the bottles volume would not populate. Fse instructed the customer to perform a version up (software reload) and was able to run quality control (qc) and patient samples. Fse could not determine the cause of the reported event. The customer validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 customer training manual under module 11: troubleshooting (sds shortage) sample diluting solution shortage flag cause: inability to conduct assay operation due to sample diluting solution shortage resolution: replenish sds and reschedule assay operation. The most probable cause of the reported event can not be establish; error cleared after performing a version up (software reload).